Event description:
Healthcare professional (hcp) reported that a patient was injected in the area of ck3 approximately (0.5ml), in the corner of the mouth (0.2ml), in ck5 (0.2ml), pointed in the chin (0.2ml) with [unspecified] juvéderm® voluma¿ and in jw1 (0.2ml) per side, into the jawline (0.3ml) with juvéderm® volux¿ and one month after presented again and injected with [unspecified] juvéderm® voluma¿ in ck1 (3x0.1 ml), chin center (0.1ml) and below ck3 on the left (0.3ml) where there was already a ¿hole¿. While on vacation, patient experienced "reddening and scaling appeared in both nasolabial folds (but these were not treated with fillers)". Patient was treated with cephalexin 1000 2xtgl initiated primarily due to a non-device related infection. As a result, the symptoms improved and were then healed to a discreet residual redness. Approximately, in about four months after the treatment provided patient presented again continued to have complaints since then, "especially in the area of the chin and cheek region". According to the patient, this region is swollen and ¿pimples¿ form again and again, from which a clear liquid empties out under pressure (was also able to demonstrate this on the day of the visit). As a result of this emptying of the liquid, it "now has various erosions in the chin and mouth area". In addition, there is still a noticeable dent in the area of ck 3 left which, according to patient, only developed over time after treatment and was not so pronounced before. Apart from the above mentioned antibiosis, the patient has had no further treatment so far, including hylase". This is the same event and the same patient reported under patient identifier cn-162376 (emdr-58747), cn-162381 (emdr-58707), cn-162377 (emdr-58750), cn-162383 (emdr-58729), and cn-162375 (emdr-58737). This emdr is being submitted for the suspect product, second occurrence of events after they had initially resolved with juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.